Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Insertion site was at abdomen. Event occurred on the first day of use. The set was in use for three hours. Patient got hospitalized for two days due to very high blood glucose levels. Also, there was presence of ketones at the time of event. Symptoms reported at the time of event was altered vision. Patient got intravenous insulin drip as hospitalization treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: united states